Event description:
Customer reported air bubbles in the reservoir. Customer's blood glucose level at the time 94mg/dl. Troubleshooting occured. Customer reported that they received a neck MRI with the insulin pump on. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). ,